Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent, abdominal pain and fever. The cause of peritonitis was unknown. The patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient has not recovered from the event. Pd therapy was discontinued and the patient was changed to hemodialysis. No additional information is available as the reporter declined follow up.